Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer were experiencing high blood glucose and had insulin flow blocked alarm. Blood glucose level at the time of the incident was 580 mg/dl. The customer stated that the insulin exited. Customer states the cannula was not bent. The customer did not want to continue troubleshooting high blood glucose. The insulin pump will not be returned for analysis.